Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was reported for triggering a technical alarm implying that the safety valve was not closing when expected to. The service report mentioned that the expiratory channel printed circuit board required to be replaced, with no further information. No logs were sent back for further investigation. The reported failure indicating that the safety valve is not in its predetermined state (closed) may lead to stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. Since no parts or logs were provided, the root cause cannot be determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve patient involvement is unknown. Manufacturer's ref #: (B)(4).